Event description:
On (B)(6) 2012, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt had an aortic neck length of 15 mm, an intrarenal aortic neck diameter of 17 mm and a proximal aortic neck angulation of 40 degrees. The physician deployed the trunk ipsilateral leg endoprosthesis and ballooned. A proximal type I endoleak was present; the proximal portion of the device was ballooned for a second time. After the second ballooning the device moved distal, approximately 3 mm, the physician was fine with the placement. An aortic extender endoprosthesis (pxa230300/9006222) was used in attempt to correct the type I endoleak; however the device was deployed distally 4-5 mm to the intended landing site. The type I endoleak was still present. A second aortic extender endoprosthesis (pxa230300/9035573) was deployed and this device moved distal inside the first extender after being deployed. The physician is taking a wait and watch approach for the endoleak and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use state the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy: infrarenal aortic neck treatment diameter range of 19 - 29 mm and a minimum aortic neck length of 15 mm. Additional devices implanted and/or related to this event: (B)(4).